Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer was treated via insulin drip. According to the customer, the personal profile settings are changing on their own. The customer's healthcare provider reviewed the profile settings while the customer was hospitalized and noticed that the personal profile settings were incorrect. The customer was released 11 days after being admitted. The customer is no longer having high blood glucose.